Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause for foreign material could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where obvious deviations from instructions for use (IFU) were identified. Device was just washed/ rinsed and wiped and not thoroughly processed. The event can be detected/prevented by following the instructions for use which is stated in: gif-q150 series operation manual chapter 3 preparation and inspection, and in IFU states the preventative measures in gif-q150 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment nam: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a foreign body was lodged in the biopsy channel of the subject device, resulting in a blockage during setup and inspection prior to use. There were no reports of patient involvement.